Manufacturer narrative:
Findings: pump passed operating current and displacement test however alarm during prime test at 4 pounds and motor error alarm during the basic occlusion test due to loose/protruded drive support disk. The motor was tested outside of the device and passed. Pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.

Event description:
A customer reported via phone call indicating that their insulin pump experienced a compromised force sensor system alarm. Customer states that insulin squirted out of the device. The caller mentioned that they had removed the insulin pump when they were around medical equipment at a hospital, but the device alarmed motor error. The customer's blood glucose level was unknown at the time of the incident. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.